Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced image distortion. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, g3, g6, h2, h3, h6 and h11. Corrected field: h8. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cut cable. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported was caused due to faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.